Event description:
The physician reported that cutting and aspiration failure of the probe occurred during the cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. One opened probe with tip protector in a tray with other items was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation, conforming for aspiration and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe engine was disassembled, and the components were inspected. The spacer was observed to have a mold defect. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation does not confirm the probe had an aspiration or cut failures but indicates that probe had an actuation failure. The observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed; however, a manufacturing related potential contributor factor was identified, short spacer was observed and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration and cut failures were not confirmed, and the exact root cause of the observed actuation failure could not be determined. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).